Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep) regarding a patient who was implanted with an impl antable neurostimulator (ins) for spinal pain. It was reported that the rep ran an impedance check during patient follow up and found low impedances on electrodes 4,5,11,12 <(>&<)> 13. The rep avoided these contacts during programming adjustments. The issue was reported to be resolved. It was unknown what factors may have led or contributed to the issue. No symptoms were reported. Additional information was received from the rep clarifying that there were no high impedances. The impedances were in the ¿avoid¿ range on the clinician programmer. The rep did not have the exact impedance readings. The rep stated that the reprogramming/adjustments provided the patient with adequate pain relief.